Manufacturer narrative:
G3: date received by MFR. The correct date is 10/10/2021, previously submitted as 09/23/2021. H10: the device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing; and the results were satisfactory. Additional priming was performed and no issues were noted; no defects were observed that generated a small air bubble. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1:( B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small air bubble in the 0.2 micron filter was observed in a non-dehp extension set. The issue was identified after priming during an education session on how to prime the extension set. The set was primed with an unspecified solution with a 10 ml syringe. The set was not connected to a patient. There was no patient involvement. No additional information is available.